Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. The analysis conclusion indicated shorting/low impedance in the hybrid. Hybrid analysis determined that the reported failure was due to a severely depleted battery. High system current drain was caused by a resistive short on the radio frequency module. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device experienced a power on reset (por) with serious device memory failure. The device was explanted and replaced. No patient complications have been reported as a result of this event.